Manufacturer narrative:
This report is submitted on october 8, 2019.

Event description:
Per the clinic, the patient developed a post-operative infection at the implant site. Treatment with oral antibiotics and IV antibiotics were administered for a duration of 21 days; however, the issue did not resolve. Subsequently, the device was explanted on (B)(6) 2019.